Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the customer reported they didn't have a charging cable to complete the reset. Reportedly, the customer reset the pump when the charging cable was available.